Event description:
Info rec'd that the golvo lift strap would not hold in place when doing the weight test. No injury reported.

Manufacturer narrative:
The replacement strap has been installed and the lift is now working as designed. Issue resolved.